Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: no non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports, of which two other incidents related to implant loosening. Total for lot number: 4 ((B)(4)). If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface and loosening of the femoral component at the bone to cement interface. Depuy cement was used. It was also reported that the patient had loose tibia confirmed by xray. Plan was isolated tibial revision. Complete revision was performed. Tray poly & femur removed. Patella stayed. Femur was removed without much cement at the bone cement interface. Doi: (B)(6) 2015. Dor: (B)(6) 2019. Right knee.